Manufacturer narrative:
This report is being submitted to report additional information. Clinician has confirmed that this is a non-integration event. This event no longer meets reportability requirements. No further medwatch report will be submitted for this event. The following sections are being reported: b5: describe event or problem. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
Doctor has confirmed that the implant came out due to non-integration.

Manufacturer narrative:
Zimvie (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown.

Event description:
It was reported, that an implant was removed, due to an unknown reason. Due diligence, for additional event information has thus far not yielded any additional information. Tooth site # 31 (universal). Symptoms as a result of the event: inflammation.